Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed air test was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation performed downstream occlusion testing and upstream air detection testing and the device passed. The device was determined to be within specification. The device functioned as intended, however per precautionary measures, the ultrasonic sensor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed air test. This occurred during the preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.